Event description:
It was reported that during a low anterior resection procedure, at the first firing, the device was fired and the tissue was cut. When the device was released, it was found that the staples were not deployed. Add'l suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.